Manufacturer narrative:
G4:03sep2020. B4:15feb2021. The product support followed up with customer and found that they originally had 2 defective batteries. Customer reports that replacing the battery with a new one corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The biomed reported that the unit has backup battery failure. The biomed verified the reported problem. The biomed reported that the unit was not in use on a patient. The biomed replaced the back-up battery to address the reported problem.